Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of ligator housing damaged/defective. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025 for the treatment of variceal bleed. During the procedure, it was noticed that the cap that holds the band's luggage was tagged to the catheter. Upon loading the cap onto the catheter, the string that was luggage tagged appeared longer than usual. When the physician turned the gray handle to deploy the first band, it was unable to deploy. They pulled the catheter snug prior to turning the handle, removing any tension. However, the band was unable to deploy. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.